Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Analysis also revealed the sheath was unable to engage in deflection due to the pull wire's nylon washer breaking loose from the sled, resulting in the loss of steering as experienced during functional testing.

Event description:
It was reported that faradrive steerable sheath clear was selected for catheter ablation. During the preparation during the functional check. Outside the patient body, when the dilator was inserted and the bent the sheath was checked, the sound of wire break was heard immediately after directing. The sheath was no longer bent. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No damage was was noted on the sheath or the package prior to the removal. No patient complication was reported. The device is expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for catheter ablation. During the preparation during the functional check. Outside the patient body, when the dilator was inserted and the bent the sheath was checked, the sound of wire break was heard immediately after directing. The sheath was no longer bent. Thus the sheath was replaced with another same model sheath and the procedure was completed successfully. No damage was noted on the sheath or the package prior to the removal. No patient complication was reported. The device is expected to be return for analysis.